Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak testing was performed with no issues noted. Functional testing was also performed with no issues noted, which included clear passage testing and clamp function testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked. The patient was connected at the time of the leak. It was stated that the leak was near the twist clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.